Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge connection disconnected. A supply change was performed to address the issue. Tandem technical support educated the customer to ensure that the cartridge connection is tightened. The customer's blood glucose level ranged between 200-400's mg/dl.